Event description:
The customer reported high thresholds in old lead, capped.

Manufacturer narrative:
The manufacturer is currently attempting to get the lead back for analysis, and to obtain add'l info available for this event. Should the lead be returned or add'l info be obtained, a follow-up report will be sent. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.